Event description:
According to the reporter: two loads got jammed and a third one got blocked in the instrument. The procedure was converted to an open procedure and additional tissue was resected.

Manufacturer narrative:
Initial report sent to FDA on 07/13/2009.